Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number(B)(6) , and the reported right ventricle failure and patient outcome could not conclusively be established through this evaluation. It was reported the patient¿s health continued to decline after the patient¿s chest was closed. Prior to leaving the operating room (or), the patient was urgently cannulated on ECMO for right ventricular (rv) failure. The patient was stabilized, lvad flows were reduced to support the right ventricle. The patient was supported on both the lvad and ECMO through the weekend. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2020, when the patient expired. The account communicated that the patient had worsening rv failure complicated by end organ failure. The device operated ad intended with no vad complications. The account also stated that the family did not want an autopsy; the pump would not be returned. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 although the patient's chest was closed, the patient continued to decline and was cannulated on extracorporeal membrane oxygenation (ECMO) for right ventricular (rv) failure. Lvad flows were reduced to support rv support. The patient stabilized and was supported on lvad and ECMO through the weekend. The patient was presented to operating room on (B)(6) 2020 for possible explantation of ECMO.

Event description:
Additional information was received from vad coordinator that the patient expired. The patient¿s death was due to patient complications, the patient had worsening rv failure complicated by end organ failure. The device did operate as intended with no vad complications. The device will not be returned, the family declined an autopsy. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.